Event description:
It was reported that a plum set generated a leak. The reporter stated, ¿at 21:26, when phyxol infusion was completed, the healthcare provider prepared the flush process, the patient told the healthcare provider that they touched something wet, and there was leakage on the infusion set. The healthcare provider checked the infusion set and confirmed the leakage issue. The patient had contact with chemo drug, but there was no injury observed on the patient's hand.¿ the chemo spill was cleaned per facility protocol but it is unknown if a spill kit was used. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. E1: (B)(6).

Manufacturer narrative:
Received one (1) used list #142560488 primary plum set attached to a bag spike adapter with spiros, clave bag spike and a saline injection 0.9% intravenous bag. As received the inlet and outlet filters of the micron filter appeared to be wetted out. The returned sample was leak-tested per product specification. There was leakage observed in both the inlet and outlet filter of the micron filter. A green dye test was performed where the leaks appeared to seep through multiple locations on both the inlet and outlet filter. The complaint of leakage on the micron filter can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.